Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient contacted boston scientific technical services (ts) and stated the subcutaneous implantable cardioverter defibrillator (s-ICD) had migrated, but the electrode appeared to be in the same position on x-ray. The patient further stated he would be going in for surgery the following week. The local area field representative was contacted for additional information and noted that defibrillation threshold (dft) testing was performed and found shock impedances within normal limits. The field representative also noted that the patient had a hematoma that resolved. Due to the within range shock impedance during dft testing and resolved hematoma no further intervention was performed. The s-ICD remains in service and no additional adverse patient effects were reported.